Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported blood glucose is high and will not come down and also noticed a crack on the pump. The blood glucose value was 319 mg/dl/ the hyperglycemia was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-242a, mmt-1884, mmt-332a. Troubleshooting was performed for high bgs/under delivery customer was using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump system within 48hoursof reported high blood glucose event. Troubleshooting was performed for bumped/dropped/cosmetic damage and the location of the damage was case battery tube side. No further patient complications were reported. No product return is required for mmt-242a. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a.